Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having low blood glucose of 40 to 50 mg/dl. Customer indicated that they went through a metal detector and declined to further troubleshoot. Customer was assisted with information about meters. No further details given.